Manufacturer narrative:
Product analysis: it was confirmed that the stylus was unable to be calibrated to the display. The display overlay and bezel assembly were replaced, and the stylus was calibrated to the display. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated to the display. The programmer was returned for service. There was no patient involvement.